Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited undersensing and high out of range pacing impedance measurements of greater than 2500 ohms. The rv lead was surgical abandoned due to a suspected fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.